Event description:
During follow-up, low impedance was observed. The decision was made to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.